Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and gastritis. The blood glucose reading was over 523 mg/dl. The customer stated that she experienced vomiting, and she was treated with an intravenous drip and stabilization of her blood glucose. She reported that she tried taping the infusion sets down but the cannulas still came out, and this issue began about a year or so prior. She declined troubleshooting since her blood glucose levels were normal. Advised replacement of the supplies. Nothing further reported.